Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the liquid crystal display (lcd) was electrically out of specification. It was also found that the keyboard was scratched, the upper case was dented, one case screw was missing, and the unit needed the battery drawer o-ring. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) sub-screen did not work. The epg has been returned for repair. There was no patient involvement.